Manufacturer narrative:
No products were removed from the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this product presented to the hospital with fever and other symptoms. Through blood cultures it was determined the patient had (B)(6). An echocardiogram was performed and vegetation was noted on the leads. The patient was referred for system extraction. The patient was placed under general anesthesia and prior to lead manipulation new onset ventricular tachycardia (vt)/ventricular fibrillation (vf) was discovered. It was believed to be associated with acute anterior wall myocardial infarction. Multiple shocks through the device and externally were delivered. The vt/vf was incessant with pulseless electrical activity through the resuscitation efforts. Subsequently, the patient expired approximately an hour later.